Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime test. The caller mentioned that the device also was stuck on the prime loop. Troubleshooting was performed. The caller stated that the drive support cap was loose, and the sticker label was missing. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose support drive disk. The insulin pump had cracked display window, cracked battery tube threads and missing end cap sticker.